Manufacturer narrative:
(B)(4). This is report 4 of 4 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was peformed for the potentially associated lot numbers (h10h31055, h10i10065, h10k29039). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from the USA of bowel obstruction that caused e. Coli and peritonitis with culture positive for e. Coli coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer. On an unreported date in 2011, the patient had bowel obstruction that caused e coli. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011. Treatment was not reported. The patient was recovering from the peritonitis and the outcome for the bowel obstruction that caused e coli was not reported. Dianeal therapy was ongoing. An opinion of causality was not reported.